Event description:
It was reported that the distal filter became dislodged while in an open state. A transcatheter aortic valve replacement procedure was being performed under embolic protection with a sentinel cerebral protection system (cps). The sentinel cps was prepared and inserted with the proximal and distal filters were deployed. A non-boston scientific (bsc) balloon catheter was advanced for balloon aortic valvuloplasty of the native aortic valve. When the non-bsc balloon catheter was being removed, it interacted with the sentinel cps and pulled the distal filter out of position while the distal filter was in an open state. After the distal filter moved out of position, the steering mechanism of the articulating distal sheath was noted to no longer be working. When the distal filter slider on the sentinel cps handle was pulled back for recapture of the distal filter, the distal filter slider was retracted too far and the hypotube was visible. The sentinel cps was safely able to be completely removed from the patient. No patient complications were reported.